Event description:
Caller alleging receiving discrepant inratio values. On (B)(6) 2014, inratio 1.1, lot # 334577r. On 07/14/2014, inratio 2.4, lot # 344281. Two hours between tests. Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional information provided. MDR # 2027969-2014-00723, submitted for lot #344281.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records from lot number 334577r were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. The manufacturing records for lot number 344281 were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.